Event description:
Patient reported that device is not delivering insulin correctly on a consistent basis. No error messages were generated by the device. Patient reported having high blood glucose when they awoke their blood glucose then went low after they tried to correct high blood glucose by bolusing. No medical treatment was received.